Event description:
It was reported during an unk procedure at an unk time the pmw55 did not perform as expected. The supervisor of cardiovascular surgery informed the rep it was reported the stapler was sticking on one side. 12/15/1997 the rep reports when fired, one side of the staple was coming out, while the opposite was sticking in the gun. There is no add'l info. There was no pt consequence.